Manufacturer narrative:
One infusion pump was received for evaluation in relation to the reported event. The tampered seal label was noted to be missing. A review of the event history log was unable to confirm the reported event. Three separate delivery accuracy tests were performed, with one test failing due to over-delivering outside the manufacturer's specifications, confirming the reported event. The expulsor was found to be out of mechanical specifications, and was replaced to resolve the issue. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that, on initial use of the device, the infusion volume test failed. There was no patient involvement reported.